Manufacturer narrative:
Retaining rings on breakaway head section.

Event description:
It was reported by service report that the breakaway head section did not stay up. No pt involvement or adverse consequences are reported.